Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received a result of 16.4 mmol/l on his aviva system and a result of 5.0 mmol/l on the paramedic's meter system within 1 minute. No adverse event was reported. The test strip cassette is no longer available. No product will be returned.